Event description:
It was reported the patient¿s trial was not successful. The wires ended up moving around. The patient had nerve response in their feet. The patient moved forward with the full implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).